Event description:
Patient was scheduled for an upper gi endoscopy with dilation for treatment of dysphagia. During the procedure a guidewire was placed. After the dilator was removed the esophagus was examined, which showed a deep tear in the distal esophagus. The spring tip at the end of the guidewire was bent. The tear was sutured and hemostatic clip placed.